Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 3/12/2021, observed a correction to the 3500a initial report. In the 3500a initial report under h10. Additional manufacturer narrative it was reported, ¿the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ however, the device was not received. Therefore, this information was added in error. In addition, h3. Reason for non- evaluation was processed as ¿other¿ and it should have been processed as ¿device evaluation anticipated, but not yet begun¿ and h3. Device evaluated by manufacturer? No.

Manufacturer narrative:
Initially the device evaluation completed was provided under the 3500a follow-up #3. During further review, additional assessment on the device was necessary. Therefore, the device evaluation was re-completed on 02-jul-2021. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. During the procedure, negative pressure continuously draws air in on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Although it took time to handle, the procedure was continued as air was removed. No air had entered the patient¿s body. The patient did not exhibit any neurological symptom. The procedure was completed without patient's consequence. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. A visual inspection was performed and it was found that the hemostatic valve was found in good conditions and the shaft was inspected and it was found damaged and a hole on the transition of the handle and shaft. Device was connected to a coolflow pump machine, and leakage was observed on the transition of the handle and shaft. Scanning electron microscope (sem) results show evidence of stress marks on the sheath. The root cause of a hole could be related to stress marks found on the sheath. No other anomalies were observed. Stress marks and a hole observed on the shaft that could be created by elongation revealed that excessive force could be applied during the shipping process since the customer is not reporting this damage. For this condition, the airflow test cannot be performed at this time. According to the instructions for use (IFU), there are some instruction for use of the vizigo sheath: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly a device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. During the procedure, nega tive pressure continuously draws air in on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Although it took time to handle, the procedure was continued as air was removed. No air had entered the patient¿s body. The patient did not exhibit any neurological symptom. The procedure was completed without patient's consequence. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. A visual inspection was performed and it was found that the hemostatic valve was found in good conditions. Device was connected to a coolflow pump machine, and a leakage was observed on the transition of the handle and shaft. The root cause of the leakage could be related to excessive force. The root cause of the damaged on the shaft cannot be related to the manufacturing process, it could be related to the use since there is evidence that the device was manufactured in accordance with documented specification and procedures. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and air flowed back into the side port issue occurred. During the procedure, negative pressure continuously draws air in on the carto vizigo" 8.5f bi-directional guiding sheath medium. Although it took time to handle, the procedure was continued as air was removed. No air had entered the patients body. The patient did not exhibit any neurological symptom. The procedure was completed without patient's consequence. The event was assessed as MDR reportable as air flowed back into the side port.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/23/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).